Manufacturer narrative:
Satisfactory results were obtained using retained cards from lot #s 051408037-09 and 071808037-27 with known weak d sample. Positive reactivity was obtained in all the anti-d microtubes tested at ocd. The IFU indicates that the mts monoclonal anti-d gel card may not detect very weak expression of the d antigen. The sample is most likely a weak d example reacting negative in anti-d gel antisera and positive in tube at the customer site. Incident is most likely sample related. The gel cards performed as expected using retained cards. The customer's complaint was not confirmed. Batch record review was within release specifications. Incident is isolated.

Event description:
The customer reported that an rh-positive patient's sample did not react in the anti-d microtube of mts a/b/d monoclonal and reverse grouping card lot# 051408037-09. Testing was initially performed in 2008. Results were reported as rh-negative. In late 2008(approx four months later), a new sample was drawn and tested using an alternate lot of gel cards. Results were positive in the anti-d microtube. Tube testing confirmed the weak d status of the patient at ahg phase only. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.